Event description:
08/19/2025 - it was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing with pacing inhibition leading to four seconds of asystole. Technical services (ts) was consulted, and isometrics were recommended. The health care professional (hcp) was able to reproduce the noise with isometrics, ts advised on adjusting the sensitivity to prevent oversensing. No additional adverse patient effects were reported. This system remains in service.